Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered some anti-tachycardia pacing (atp) and several electrical shocks due to supraventricular tachycardia (svt). It was noted that four shocks accelerated this rhythm of the patient into the vf zone and the patient self-aborted the vf. All programmed therapy was delivered and the last shock was reversed. Technical services (ts) provided programming options including evaluation of this patient's medications. Currently, this product remains in service and no additional adverse patient effects were reported.